Manufacturer narrative:
The acist angiographic contrast delivery system, model cvi, serial (B)(4), was returned to acist on october 4, 2017 for testing. The system was mechanically tested and diagnostic log files were reviewed. Additionally, the system device history record (DHR) was reviewed. Based on analysis of the injector system, there is no evidence of device malfunction related to this event. Lot numbers were provided for the bt2000 manifold kit and the at-p54 hand controller kit used during the procedure. The consumables were discarded by the user facility and were not available for investigation. A device history record (DHR) review was performed by the supplier on october 25, 2017. The DHR found that no component or device non-conformities were noted that would have a causal relationship to the reported event for bt200 manifold kit, lot 52775697, and at-p65 hand controller, lot 54204717. Cine-angiograms were not provided to acist for evaluation; however, a still fluoroscopy image was obtained and provided to the acist medical advisory board (mab) for analysis. The mab confirmed the presence of three small bubbles on the image, but were unable to determine a source or cause of the air injected during the procedure. The acist contrast injection system is equipped with an air column detect sensor. The air column detect sensor senses air in the proximal end of the high pressure (injection) tubing. If air is detected in the tubing, all fluid delivery functions are disabled. Per the acist cvi user manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. Based on service testing performed on this system and DHR analysis, there is no evidence of device malfunction related to the reported event. The cause of the event is inconclusive. This report is closed.

Event description:
The user facility reported that during a case using the acist angiographic contrast delivery system, model cvi, three air bubbles were injected into the patient. The patient experienced abnormal heart rhythm and blood pressure < 90 mm hg systolic. The patient recovered the same day.